Event description:
Healthcare professional reported a suspected port leak after the physician was unable to withdraw any saline. The leak was confirmed after the physician examined the pt via x-ray.

Manufacturer narrative:
Taper unk. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has received the product however, the analysis has not been completed at this time. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".